Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo and video were returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photos received showing an iol, the iol appears to be implanted. There appears to be an anomaly at the optic edge near the gusset. Returned video shows procedure of an intraocular lens implantation with company device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into picture when the lens is at the pause location. The intraocular lens is delivered into the eye and the intraocular lens unfolds there appears to be an anomaly at the 12 o'clock position on the optic edge. Based on our observation of the attached video, an anomaly was observed close to the edge of the intraocular lens optic. In answer to the customer question, the origin of the observed mark/line cannot be confirmed based on the returned photo/video alone and without evaluating the physical product. A final root cause cannot be determined based on available information. Possible contributors to lens damage include: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastic leading to underfill, overfill, misfolding, delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols undergo 100% cosmetic inspection in accordance with approved manufacturing procedures. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens implantation the lens was scratched. It is unknown when this failure occurred. The surgery was performed and completed without product replacement. The sample is not available as it still remains in the patient's eye.